Event description:
It was reported that a patient underwent a ventral hernia repair on (B)(6) 2014 and mesh was used. Post-operatively, the patient presented with pus exudate from the incision. A computed tomography scan confirmed a large skin abscess. On (B)(6) 2014, an incision and drainage procedure was performed on the abscess and the mesh was removed. The patient was treated with vancomycin. A culture of the drainage tested positive for (B)(6). Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.